Event description:
It was reported that the implant was put in approximately 4 years. The patient is a very large male. The x-rays showed that the baseplate was loose. At the time of revision surgery the implant was clearly loose and was easily removed.